Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 600cc and experienced ¿ feels like the gel is hardened¿ in some spots and has lumps, knots, and ripples. The symptoms appeared to be bilateral, however, they were worse on the left side. Patient was diagnosed with colon cancer in (B)(6) 2014. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On apr 22 2022, additional information was received indicating the date of explantation is (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 12 2022, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 600cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear was noted within the siltex cracking, measuring approximately 0.1 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).